Event description:
The customer reported a "large popping" sound was heard and thereafter the system shut down. There was no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube and collimator were replaced and the filament was calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.